Event description:
Customer reported being hospitalized for dka. Customer reported receiving no delivery alarms on pump prior to hospitalization. Unable to troubleshoot at time of call due to the fact that customer did not have a reservoir available, it was reported that error alarms occurred after every battery change over the past year. Pump was replaced accordingly.